Event description:
Additional information received reported the patient had a symptom of redness. A culture was taken of the device pocket and the infection had resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009-10-14 explanted: (B)(6) 2014, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v268107, implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot# v207484, implanted: (B)(6) 2009, product type: lead. Product ID: 7436, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had recently fallen but there had been no direct trauma to the pocket area but as a result the area had swelled and become infected. There was an infection at the pocket site. The patient was alive with no injury but was experiencing swelling at the device pocket. The implantable neurostimulator (ins) was explanted on (B)(6) 2014 along with partially explanting both extensions from the boot to the ins. The ins and extensions were going to be replaced in the future. Both the ins and the most distal end from the ins of the extension were cultured. The second culture indicated no growth and there were no signs or symptoms of infection noted. Pocket wound culture and smear: small amount of corynebacterium and susceptibility was not performed; staphylococcus, coagulase negative scant amount and susceptibility was not performed; bacillus species in a scant amount and susceptibility was also not performed. An interrogation report ran just prior to explant showed left and right impedance measurements of ???. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Event description:
Additional information received reported the patient¿s infection was diagnosed in (B)(6) 2014. The patient had symptoms of swelling and pain. The patient did not have meningitis. Treatment included IV and oral antibiotics and partial device system explant. The patient outcome was ongoing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).